Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure female, 166lb, 26.54. Name of index surgical procedure? Sling operation for stress incontinence. The diagnosis and indication for the index surgical procedure? Stress incontinence. Were any concomitant procedures performed? Yes - hysterectomy, sacrocolpopexy, cystoscopy. Other relevant patient history/concomitant medications? Please describe the drug therapy provided for the urinary tract infection including name, dose and results. Ciprofloxacin, 1000mg, resolved. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Possibly related to primary study procedure and device. What is the patient's current status? Resolved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: pt saw neurology and changed her regimen of seizure meds.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2023 and mesh was implanted. On the same day as the procedure, the patient experienced a severe seizure requiring in-patient hospitalization or prolongation of existing hospitalization. The event was reported as not related to the study device, but probably related to the study procedure. As of (B)(6) 2023, the patient was discharged and the event has been recovered/resolved. On (B)(6) 2023, the patient experienced a mild urinary tract infection. Unspecified drug therapy was provided, but the event has not yet been recovered/resolved. On (B)(6) 2023, mild urinary urgency, mild urinary frequency and moderate pelvic hematoma were noted. No intervention was reported for these events and they have not yet been recovered/resolved. The urinary urgency and frequency were reported having a possible relationship with the study device and procedure. The pelvic hematoma was reported having a probable relationship with the study device and procedure. Additional information has been requested.

Manufacturer narrative:
Pc-001365034 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: ¿ can you identify the product code of the product that was used? Tvtrl ¿ can you identify the lot number of the product that was used? 3942794 ¿ please confirm no medical or surgical intervention was performed to treat the patient. Drug therapy by neurologist attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please describe the drug therapy provided for the urinary tract infection including name, dose and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: pelvic hematoma; end date : blank; un (B)(6) 2023; outcome : not recovered/not resolved; recovered/resolved without sequelae.